Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, damaged cables) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief. The pulled cable caused the heat shrink tubing to separate from the pulse wires inside the distribution node, resulting in a short. The cause of the failure was the pulled cable and shorted wires. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was causing a "add gel/replace belt" messages without prior gel release.